Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. During seal & cut output, the tissue pad was worn because nothing was gripped between the gripper and the probe (including after the tissue was cut). 2. The non-insulated part came into contact with the probe due to the wear of the tissue pad. 3. The output was activated while the non-insulated area of the grasping section was contacting the probe. This caused scratches on the probe. 4. A force to activate the output in seal & cut mode, or a force to grasp a tissue might have been applied to the probe. Therefore, the cracks started from the scratched area. 5. A force was applied to the probe causing it to break. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the probe was broken off 13 mm from the tip. There were scratches around the broken part of the probe. Observing the fractured surface of the probe, we found that cracks were progressing starting from the scratch. The tissue pad was worn out. There was a trace of contact with the rear end of the probe on the non-insulated part. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, in the middle of a therapeutic laparoscopic hysterectomy procedure, the device probe broke off as the device was being cleaned and fell outside patient body. Procedure was completed with a new device of the same model number procedure was completed with a new device of the same model number without any delay. However, the patient did not need additional anesthesia. There is no harm or adverse impact to the patient. Total operating time of the procedure is between two to five hours. The device was inspected prior to use with no anomaly noted.